Event description:
A pump alarm was reported during insulin pumping, indicating an issue that did not adversely impact the customer's blood glucose level. The customer attempted to load a new cartridge with guidance but encountered repeated alarm occurrences, preventing the resumption of insulin therapy. Tandem technical support arranged for the replacement of the pump and ensured that the customer would use a replacement pump to maintain insulin delivery.